Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on march 7, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
Boston scientific received information that during a routine follow up this right ventricular (rv) lead exhibited a drop in pacing impedances less than 200 ohms as well as a drop in shock impedances less than 20 ohms after the device delivered an appropriate shock to the patient. A revision procedure was performed and the lead was successfully replaced and surgically abandoned, while the implantable cardioverter defibrillator (ICD) was explanted and replaced as there maybe a shorted condition of the device and lead due to the low shock impedances. It was noted that, the patient had intrinsic underlying rhythm throughout the procedure. The lead was abandoned and the ICD will be returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow up, this right ventricular (rv) lead exhibited a drop in pacing impedances less than 200 ohms as well as a drop in shock impedances less than 20 ohms after the device delivered an appropriate shock to the patient. A revision procedure was performed and the lead was successfully replaced and surgically abandoned, while the implantable cardioverter defibrillator (ICD) was explanted and replaced as there maybe a shorted condition of the device and lead due to the low shock impedances. It was noted that, the patient had intrinsic underlying rhythm throughout the procedure. The lead was abandoned and the ICD will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.